Event description:
The reporter stated while testing her mother's inr using her mother's coaguchek xs meter (serial number (B)(4)), she obtained results that were felt to be too high. The first result that was obtained was a 4.4 inr. She decided to retest as it was felt that the first result was too high. A different finger was used within a few minutes and a result of 5.8 inr was obtained. The meter memory was checked and the result of 5.8 inr had a flag on it. There were no changes to the customer's medication based on any results. The customer is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. The customer's therapeutic range is 2-3 inr. It was stated that the customer was feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer has not returned the meter or test strips. A specific root cause could not be identified for this event. Since no product was returned, the investigation could not be completed. The investigation noted that the repeat inr result of 5.8 marked with the "c" flag may indicate the hematocrit value was very low; the "c" flag may also occur due to improper blood collection techniques. Relevant retention test strips (lot 206463-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). No error messages occurred. Retention material and master lot strips performed as specified.